Manufacturer narrative:
(B)(4). Devices not received, log review only. The requested log review for "ns bolus hooked up to wrong port" was completed and could not be confirmed. Data from the returned pcu event log was reviewed for the time period in question. According to the customer's report the issue occurred on (B)(6) 2013 somewhere between 0000 and 0200. The data extracted by the customer was from (B)(6) 2013. According to the log there was no activity on (B)(6) 2013. The oldest data in the log was (B)(6) 2013 at 4:46 pm as indicated by the last entries in the log. Based on the information contained in the returned pcu event log this pcu was not in use during the time period in question. The root cause of the customer's experience was not determined.

Event description:
The customer reported that a normal saline bolus at 999ml/hr was inadvertently hooked up to a port on the patient's ventricular drain, instead of the PICC line, so it infused into the patient's brain. The customer requested and event log review. The patient went into respiratory arrest and survived after unspecified medical intervention. Although requested, no further patient or event details were provided.